Manufacturer narrative:
Correction: the original serial number initially reported was for the device.

Event description:
It was reported to philips the device failed to charge. There was no reported patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.